Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2005, and a revision procedure on (B)(6) 2006, due to patient allegations of pain, discomfort, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, manufacture date ¿ unknown.